Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown morphine (concentration and dose unknown) via an implanted pump for non-malignant pain and post lumbar laminectomy syndrome. The patient was ¿having problems with the bolus delivery system.¿ the antenna was bad and was not connecting all the time. The antenna wasn¿t connecting maybe two or three months ago. It was noted the antenna was damaged. The patient was just using the external device. It was noted the patient went in for a refill on (B)(6) 2017 and ¿there was a lot more left in it than usual.¿ the patient felt like he was ¿not getting extra relief from the bolus.¿ the patient had been hurting more for a couple months (specific date not reported). The patient was redirected to the healthcare provider (hcp) to discuss medical concerns. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that there was no change in the patient¿s therapy. Therapy had not relieved pain for the last 6-8 months (from (B)(6) 2017). The consumer was initially concerned that the pump was not delivering the proper dosage, but it was [determined to be] failure of the antenna. The patient stopped use of the antenna and was instructed to simply use the handheld device to deliver boluses. The volume discrepancy had not been resolved. Replacement of the antenna did not resolve the personal therapy manager (ptm) not connecting all of the time and not getting extra relief from boluses.